Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use injector had resistance during an injection of botox or dexamethasone and while disengaging and flushing the device, the fluid went out without resistance. The issue occurred during a therapeutic procedure. The procedure was stopped 3 times in order to change out the needle. There were no reports of patient harm.